Event description:
It was reported the programmer does not power on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer shut down whenever the rf (radio frequency) head cable was plugged into the programmer. It is noted the programmer powered on with a known good rf head. Analysis also found the keyboard cable is breaking loose at the connector but functional. (B)(4).